Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a surgery the tip of the drill bit broke off. The tip was unable to be retrieved and remains in the patient's bone.

Manufacturer narrative:
The raw material and manufacturing records were reviewed and met specification. The measurable dimension were measured and were found to be in compliance with the drawings. The drill bit was broken due to mechanical overloading during use. The device's cutting edges may not have been sharp enough due to usage or contact with metallic parts causing higher applied mechanical force during use. No product fault was detected.

Manufacturer narrative:
(B)(4) : placeholder.